Event description:
It was reported by the customer that the pyxis medstation es system had inaccurate time. The customer reported that there was a delay to the patient's workflow.there were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a software configuration issue. A technical support specialist followed ka 000011508 and successfully connected the station to ntp.kp.org and used it as a time-server to resolve the issue and confirmed that the healthcheck data reflects updated ntp configuration. The system functioned as intended after the technical support specialist troubleshot the device.